Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient programmer (pp) was showing the message to charge the implantable neurostimulator (ins). There was also difficulty charging related to poor coupling. Recharging best practices were reviewed with the patient and a recharge session was attempted, but the patient received the poor coupling screen. Repositioning the antenna did not resolve the issue. The patient was able to communicate with another external device. The pp was showing a message to charge the ins. An antenna locate feature was attempted followed by an attempt to recharge, but the issue did not resolve. The antenna locate feature resulted in 4 coupling bars. The patient noted that the most boxes the rep was able to get was 4. The patient did not have another implantable neurostimulator recharger (insr) to attempt to charge with. It was recommended for the patient to charge as long as they were able to. Symptoms reported included the allegation that when the patient was charging on saturday, (B)(6) 2016, she had to stop because she felt like she was being electrocuted in her whole body. Patient services recommended for the patient to follow up with her healthcare provider (hcp) to have her device checked. Additional information received from the patient's husband. The patient's husband noted that he thought the patient felt the "electrocuting" sensation one more time, but he was not sure. The patient's husband noted he had told his wife that she needed to make an appointment to see the surgeon that put the device in. The patient noted she was going to call and have her device checked, but she had not done it yet. The patient's husband did not know about whether the patient continued to have only 4 coupling bars or not. He noted the patient did recharger regularly and kept the charger plugged in but did not know how long it took her to recharge. Patient services provided to the patient's husband that they could have the doctor ask a manufacturer's representative (rep) to check his wife's stimulator when she was seen in the office and he stated that his wife would follow-up on calling the surgeon that put her device in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.